Manufacturer narrative:
Independent medical opinion (board certified plastic & reconstructive surgeon): the large size of the renuvion/j-plasma cannula (5 mm) is unlikely to penetrate vessels in the neck with the blade retracted. The biggest superficial vessel is about 3 mm. There would be little ability to create a hole in an artery. The anterior jugular and external jugular veins drain the area so a vessel leading to the brain would need to be arterial, large, and perforated. The carotid is too deep for a renuvion neck procedure. Hemiparesia is usually due to a stroke. It is unlikely than an air embolus due to renuvion/j-plasma (as opposed to a clot (embolus) or a hemorrhage) could trigger this event.

Event description:
Second hand information received of an alleged event (right hemiparesia, ischemic cerebrovascular event) occurring in (B)(6). The treating physician was contacted, and he states that they did not report this event to the company because "they don´t know if the incident is device-related." The treating physician reports that a fat transfer procedure was performed followed by the use of the renuvion/j-plasma device and that the patient became sleepy and with dysarthric language during recovery. The follow-up MRI revealed ischemic brain areas due to obstruction of small size arteries likely due to emboli of unknown etiology. The treating physician reported that the patient was subsequently released from the hospital in (B)(6) and is back in (B)(6), "apparently with no problems."